Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include electrical issues such as signal loss or circuit disconnection. The most probable cause is traced to random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that the deflectable videoscope received an e213 scope communication error code when connecting the scope. The malfunction occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.